Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult clip deployment was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficulty with deployment. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr). During a mitraclip procedure, it was noted that deployment of the clip was difficult. There was difficulty releasing the clip from the delivery catheter (dc) handle. After performing troubleshooting procedures, the clip was able to successfully deploy. There were no adverse patient effects or clinically significant delay. No additional information was provided.